Manufacturer narrative:
Concomitant medical products: product ID: 9735821, serial/lot: unknown. No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that one of the camera lenses has a crack in it. The camera does not have a fault light and was still able to track through it with a delay. There was no patient involvement.